Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, doctor felt that the ring inside the stapler wasn't flush because when he fired it, it didn't feel or sound normal. It felt like it was pushed forward and not flush. There was leak in colon when checking for air. One donut was good and one was torn. Doctor sewed up leak and patient is doing fine. One tissue donut was good and one was not.